Manufacturer narrative:
Updated d8, h3 and h4. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction could not be reproduced. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12° stopped working, during a therapeutic prostate resection procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.